Event description:
63 year old male underwent a revision total knee with pcl substituting knee placed. The pt complained of instability. He had extremely large flexion, mid flexion gap. Upon entering the knee the tibial poly was broken off and floating around in the joint. The pt underwent a hinged left total knee arthroplasty.